Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The second product received (product code 3503501bc and lot number 7491540) is a concomitant device (contralateral), therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade iii on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4) (r) and mentor memorygel breast implant 300cc, catalog number 3507300mc, serial number (B)(4) on (B)(6) 2020.